Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm; model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm; model #: sc-4316, lot #: 15285191 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing increased pain at the cervical region. The patient will undergo an scs explant procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing increased pain at the cervical region. The patient will undergo an scs explant procedure.